Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient was in the same garment for 3 days. The patient reported itchiness. Field services confirmed there was no visible irritation. The patient believes the irritation was a side effect of a medication. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied neosporin, started changing the garments as recommended. The doctor advised to stop taking the medication that was possibly causing the irritation follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.